Manufacturer narrative:
Concomitant medical products: product ID: 3898, serial #: unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3898, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after the patient fell, they complained of return of symptoms which was pain. X-ray images at follow up confirmed a broken lead. The impedance test was >10,000 ohms. The action taken was the lead was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.